Manufacturer narrative:
Manufacturing site evaluation: samples received: 2 open racepacks. This is the second complaint of this code/batch. There are no units in OEM stock. We have received two open samples. One of them has the needle detached from the thread (thread is still wound on the pack). The other sample shows splitting of the thread near to the needle attachment. Without any closed sample we cannot carry out an analysis in order to take a decision. Needle attachment results conducted on samples before releasing the product fulfilled OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Remarks: the complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the results of the in process control when this batch was manufactured. Final conclusion: the complaint is not corresponding (not justified). Corrective action: not applicable.

Event description:
Country of complaint: (B)(6). Needle detached from thread.